Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation. It was stated that, beginning on (B)(6) 2011, the pt felt a shocking/jolting through her body whether the device was turned on or off. It was stated the "shocking tends to flare up around electrical gadgets." It was stated the sensation was worse in the hands and legs. The pt was at their clinic and the health care provider was considering removing the device. The reporter stated there is no known accident or incident related to this complaint. Additional information has been requested, a follow-up report will be sent if additional information becomes available.